Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/02/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r18310 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for act kaolin cartridge lot r18310.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a patient. There was no patient information available at the time of this report. (B)(6). Collection/test times not available. The procedure details are also unknown. No patient information. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer stated they will not be providing any additional information regarding the event. It was determined that the I-stat results could be correct as the patient was given protamine and the final act result recorded was 275 seconds. The investigation is underway.